Manufacturer narrative:
This report is submitted on april 12, 2019 (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at implant site and subsequently underwent skin revision surgery in 2016 and 2017 (specific dates not reported). The implanted device remains.

Manufacturer narrative:
It was reported a third skin revision took place in january 2019 under a general anaesthetic and the patient was treated with oral antibiotics. This report is submitted on 03 december 2019.